Event description:
It was reported that the insulin gauge on the pump displayed an amount different from what the customer expected, with a discrepancy occurring earlier in the day. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer reloaded the same cartridge. Customer service instructed the caller to contact them again if the issue persisted, and the caller acknowledged this guidance.